Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage failure occurred in the biopsy (bx) channel; therefore, the foreign object remained because the reprocessing could not be completed. The event can be prevented by following the instructions for use (IFU) sections which state: the processing methods are described in the following chapters. It is possible that phenomenon (2) can be prevented by them. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures also, the handling of the actual product is described in the following chapters. It is possible that phenomenon (1) can be prevented by this. [Warnings and cautions] do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a leaked biopsy channel, cut on the probe, missing forceps elevator adhesive around the forceps cover, scratches and dents on the distal end of the device, cracked blue, peeling of the cement, fluid inside of the light guide lens, small brush passages were unable to be completed due to foreign objects, a cut on the switch, minor surface scratches, insulation was okay, a customer label on the grip, wet, loose elevator channel, corrosion on the body control unit, and control knob play. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced air and water leakage. It is unknown when the issue was observed. There were no reports of patient harm. The device was returned to service where evaluation found there was foreign material found in the brush passage. This medwatch is being submitted for the reportable malfunction found at evaluation.